Event description:
Upon receipt of the device, the field service representative reported that fluid from the oxygen sensor had leaked into its packaging. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.